Event description:
It was reported that the pump would not function due to a faulty connection between the male electrical connector from the iab and the female connector in the pump. The pump was repaired by hospital personnel.